Event description:
The device involved is a life support products demand valve used in resuscitation by our paramedics. On 10/7/92 the device was used in the resuscitation of an elderly female at a nursing home. In standard fashion with an endotracheal tube, the demand valve product was used for ventilation of the patient. Immediately after application and the first few resuscitative breaths with the device, the patient began to develop large amounts of subcutaneous air. The patient was then transferred to our facility per standard protocol. It appeared that either the patient was having complications from a prior tracheostomy site which had ruptured, or that a bronchus or large portion of one of her airways had ruptured, or that a bronchus or large portion of one of her airways had ruptured causing the massive amount of subcutaneous air. We later tested the demand valve device and it appeared that the pop-off safety valve was not functioning at the proper level, allowing the device to deliver tomuch air to the patient's central airway. It is not clear whether or not the device itself, or the patient's prior tracheostomy is the cause of the subcu air; it is probably a combination of the twodevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.